Manufacturer narrative:
The device history records were not reviewed, as the lot # was unk. The sample has not been returned for eval as it remains implanted. It is unk if pt or procedural factors contributed to this event. Copies of x-rays were rec'd of the filter placement. The films show the filter after the reported spinal surgery (as hardware is noted in the vicinity of the filter). Three was no date on the film. It could not be confirmed that the filter migrated based on the films returned, as the films taken during the original implant, prior the spinal surgery, were not submitted to date. Regarding the alleged perforation, extravasation of contrast media was not seen in the films submitted. Based on the info rec'd, the results, of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a pt who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that a pt presented with complaints of back pain. An x-ray was taken and the filter that was implanted on month ago migrated caudally and, it was reported, possibly perforated the vena cava. Two arms of the filter were at a 90 degree angle. The filter was initially implanted at the superior area of the l1-l2 vertebral space and migrated to the superior area just above the l2-l3 disk space. Spine surgery was performed 1 day post filter placement. The filter remains implanted.